Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after cori assisted tka, it was noticed that there was a tear in the inner plastic of the ri robotic drill attachment. Procedure had been completed, without any delay, using the same device. No patient complications were reported.

Manufacturer narrative:
The ri robotic drill attachment p/n rob10015, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. There was a tear in the wiper. The most likely cause of this event is wear and tear, degrading the wiper. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.